Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared, even though caller was using tandem charging cable and wall adapter with a working outlet. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave pump connected to a known working outlet for at least 30 minutes, and upon follow-up pump began charging normally, pump did not shut down, and no further assistance was required.